Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to an electrical leakage failure. A root cause could not be identified for the reported failure as the event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope was giving a b30 error. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
E1 full customer name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope was giving a b30 error. The issue was found during maintenance. There was no patient involvement.